Event description:
It was reported the valve was implanted in 2002. At approximately 5 months later, the pt expired. According to the patient's relative, the valve was leaking. Additional info has been requested.